Event description:
The MFR's distributor reported they were notified by a customer that the intravascular imaging systems' video output turned black (with signal green indicator), then both displays went off. The distributor performed a preliminary eval and found a heavily burned vga board. The distributor replaced the cpu which contained a working vga board and the system is now working properly.

Manufacturer narrative:
(B)(4). The central processing unit (cpu) along with the video card (esd packaged) of the reported imaging system were returned to the MFR for eval. Upon opening, the cpu burned damage to the vh board was noticed. Also, dust inside the pc was noticed; such as, the rex/lex internal cat5 cable and usb cord had extensive soot. In addition, some damage to the plastic cable covering as well as the motherboard and 12v dc power cord were observed. The power handling components and the surrounding area on the video card have extensive heat damage. Analysis of the event logs also confirmed that the video card had previous abnormal shutdown incidents however, these incidents were not reported to us. The probable cause of the burned video card is the result of a compromised fan motor which created an over-heated graphic processor unit (gpu). The video card is a commercial part and we are currently investigating the root cause of video card overheating.